Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that on (B)(6) 2022, the patient was admitted to hospital with left hydronephrosis with ureteral calculi and right simple renal cyst. Relevant examinations were completed. On (B)(6) 2022 at 9.00, the patient underwent transurethral flexible holmium laser lithotripsy combined with left ureteroscopy and ureteral stent placement under general anesthesia. On (B)(6) 2022 at 9.00, the patient reported that the foley catheter was moved out. When the user checked and gently pulled the catheter, it was found that the catheter fell out of the body. After checking the catheter, it was found that the balloon was ruptured and this delayed the patient's catheterization. Immediately, the user replaced the catheter with a new one, reinserted the catheter and continued to catheterize the patient. When the patient was inspected at 11. 00, the catheterization was normal and the adverse events improved. Per follow up information received via ibc on 22nov2022, stated that there were no missing pieces of balloon found inside the patient and there was no impact to the patient.